Event description:
It was reported that the intima-ii y 24gax0.75in experienced leakage at adapter and tubing. The following information was provided by the initial reporter: patient was with cough for a week, aggravating with chest tightness, fever "hospital 1 day on september 28th, after admission to the illness needs to fight infection in accordance with the doctor's advice, antivirus, eliminating phlegm cough treatment, infusion were found in the process of the heparin cap to y type joint effusion, solution to clip pipe clamp, check heparin cap no abnormalities and y type joint, open the sealing pipe clamp again,it was found that there was still exudation, the indwelling needle was clipped and removed, and the indwelling needle was re-indwelled.

Manufacturer narrative:
Device expiration date: unknown device manufacture date: unknown investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.